Event description:
The operator tried to remove the collimator from the detector to do daily qc. The back side of collimator was still stuck on to the detector. She lowered the detector back on the cart and locked the collimator on. She removed the cart. The bistanding biomed noticed that one front corner looked loose. He pushed up on the corner of collimator and the collimator fell off the detector hitting his knee and then the floor. During inspection of the system the fse ordered and installed a new lehr collimator and after his testing, he concluded that nothing was wrong with the detector or the collimator exchanger in fact neither were damaged and both were used for the new replacement collimator. The faulty collimator has been sent to the louisville, ky facility. It appears that the tech did not properly secure the collimator onto the detector and without it latched properly, she pulled the exchanger away allowing this to fall onto the biomed engineer's knee as he was standing close to the system. His knee has been x-rayed and determined that nothing had been broken but he did have a contusion. He did not miss any work after having his knee wrapped, both the system and the biomed engineer are working. On request from the MFR also the collimator exchanger has also been replaced.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore, cannot complete. At this time. The parts involved in this event are being returned to us for analysis, and we will file a follow-up MDR at the completion of the investigation.